Event description:
Customer called to report a photoactivation module leak that occurred during treatment. Name and function of complainant: same as reporter customer called to report blood leak in photo activation chamber. Customer stated end user was preparing to manually return residual cells when the blood leak was observed. Customer did not return the remaining residual cells from the kit. Cts asked if patient was alright, customer stated yes patient was stable and doing fine. Cts asked if there were any other alarms prior to observation of the blood leak, customer stated no there were no alarms. Cts asked if all contents of the blood prior to observing the leak was returned to the patient. Customer stated yes, all blood/products were returned to the patient since the leak was not noticed till after return was complete. Service order (B)(4) dispatched to service instrument. Customer will return the kit for investigation.

Manufacturer narrative:
Batch record review of lot b725 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no additional complaints for photo-activation module leak were reported to date for this lot. No trends detected. Service order (B)(4) completed: service engineer arrived on site to investigate the customers concern with blood leaking from the xts procedural kit while sitting in the lamp chamber. The customer states they found blood pooling on the lower lamp bezel during a treatment. The customer left the kit in the unit. Verified blood contamination on the lower lamp bezel. Per the customer request, service engineer replaced the contaminated lamp bezel. The customer disposed of the lower lamp bezel per their biohazard waste disposal procedure. When removing the kit from the lamp chamber, the right side tubing disconnected from the xts procedural kit. Service engineer performed section 7 system checkout without error. Instrument is operating per specification. The assessment is based on information available at the time of the investigation. The returned kit was received and is under evaluation. A root cause has not yet been determined as the investigation is still in progress. (B)(4) - still in progress.